Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 17-MAR-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of drawer is not opening was confirmed during Field Service Engineer testing and subsequently confirmed in the DCHU testing process. The Field Service Engineer (FSE) evaluated the device under Work Order 02101113 and found multiple failures: pockets in Main 4.1 and 4.2 were not detected, and both the drawer controller and module controller boards had failed. The FSE replaced the boards and confirmed functionality through HTA tests. Additionally, a defective row board with a damaged muscle wire was replaced. After cleaning and verifying lights and cables, the customer confirmed that all device functions were operating normally. During DCHU Visual Inspection: P/N 356450-01: was received with signs of thermal damage. P/N 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/N 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. During DCHU Testing: P/N 356450-01: no further testing was required due to thermal damage found during the external inspection. P/N 151622-01: failed the DMM testing due to low resistance measurement on diode D501. P/N 151630-01: failed the DMM testing due to open fuse F201. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE: The root cause of the complaint of "drawer is not opening" was due to: A faulty ASSY TRAY HH due to thermal damage which compromises the proper functionality of the whole assembly. A shorted diode D501 on the Drawer Controller Board which led to circuit instability and ultimately compromised the drawer's functionality. A faulty PCBA PMC v1.06/v0.09BL HH due to an open fuse (F201), which prevents the correct functionality of the whole board.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the screen went black. As per part investigation, it was determined that faulty ASSY TRAY HH due to thermal damage, shorted diode D501 on the Drawer Controller Board and faulty PCBA PMC v1.06/v0.09BL HH due to an open fuse. There were no adverse events or injuries reported based on this event.